Manufacturer narrative:
Patient birth year reported as: (B)(6). This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient was implanted with a trochanteric fixation nail -advance (tfna) system to treat subtrochanteric femoral fracture. The tfna nail broke postoperatively. The implants were explanted on an unknown date. Procedure outcome is unknown. Concomitant device reported: tfna helical blade (part# unknown; lot# unknown; quantity: 1 ); locking screws ( part# unknown, lot# unknown, quantity 1); tfna end caps (part# unknown; lot# unknown; quantity: 1 ). This report is for one (1) unknown tfna nail. This is report 1 of 1 for complaint pc-(B)(4).

Event description:
Concomitant device reported: tfna helical blade perf l100 tan (part# 04.038.400s, lot number: h703762, quantity: 1 ) unk - end caps: tfna (part# unknown; lot# unknown; quantity: 1)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d1-d4 d11 g1, g5 h3, h4, h6 investigation summary visual inspection: the received nail is broken apart at the head. The breakage point goes through the transversal hole. The locking mechanism is still in locked position and the prong is intact. Furthermore, there are several mechanical damages visible on the surface. In general is the device is in a very used condition with discolorations and scratches all over. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: outer diameter head dimension drawing: 15.66mm +/-0.1 dimension measured: 15.68 mm result: pass feature: inner diameter head (near breakage point) dimension drawing: 10.6mm +/-0.05 dimension measured: 10.62 mm result: pass centricity of the bore dimension drawing: 0.1mm dimension measured: 2.50mm and 2.48mm result: pass feature: outer diameter shaft dimension drawing: 10.1mm +0.1/-0.1 dimension measured: 10.11mm result: pass drawing/specification review: drawing was reviewed to verify the relevant dimensions and the material requirements. The review of the manufacturing documents has shown that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was according to the norm standard specification for wrought titanium-15 molybdenum alloy for surgical implant applications. Summary: the complaint condition is confirmed as the nail was found broken. The breakage of the nail and the locking screw can also be confirmed on the received x-rays. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications.this and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number: 04.037.053s, 10mm/130 deg ti cann tfna 320mm/left ¿ sterile lot number: h772757 (sterile) manufacturing location: monument manufacturing date: 08-nov-2018 expiration date: 01-nov-2028 lot quantity: 6 work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Scn 15679 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55 lot number: 1l18125 lot quantity: 96 purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: h613129 lot quantity: 1,000 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 24-aug-2018 were reviewed and determined to be conforming. Note: quality history card with recorded sample values documented results for 311 pieces. The sample size was indicated to be 315. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h764682 lot quantity: 80 work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: h742466 lot quantity: 1,106 lbs. Certified test report received from perryman company dated 03-aug-2018 was reviewed and determined to be conforming. Lot summary report dated 20-sep-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1 ) unk - end caps: tfna (part# unknown; lot# unknown; quantity: 1 ). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device reported: concomitant device reported: nail head elements: tfna helical blade (part number unknown, lot unknown, quantity 1), screws: locking: trauma ( part number unknown, lot unknown, quantity unknown), end caps: tfna (part number unknown, lot unknown, quantity 1 ).